Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 70 units while caller expected 260 units and difference greater than 30 units, although issue was no longer occurring at time of call. There was no reported impact to the customer¿s blood glucose level. The customer changed the cartridge to resolve the issue.